Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a biliary stenting treatment procedure, stent migration occurred. A rx ws permalume 10 x 60 was implanted to treat a malignant biliary obstruction. The stent crossed the ampulla with some extension into the duodenum. One week later, the stent position was confirmed through unspecified means. The stent appeared to dilate the stricture although a slight 'waist' was still evident. At an unspecified time later, the patient experienced jaundice and increasing bilirubin. An endoscopic retrograde cholangiopancreatography (ercp) was performed with contrast injected through the stent and into the proximal bile duct. It appeared that the previously implanted stent had moved proximally, migrated above the stricture. Unspecified "plastic stents" were implanted across the ampulla to provide drainage. The previously implanted rx ws permalume 10 x 60 stent appears to be "blocking off the hepatic ducts"; however the stent remains in its migrated location. The patient's bilirubin levels remain "elevated". The patient condition is being monitored through unspecified means. The patient's current condition is listed as "stable".